Manufacturer narrative:
Article title: factors associated with hemodynamic instability following carotid artery stenting clinical neurology and neurosurgery 203 (2021) 106589 https://doi.org/10.1016/j.clineuro.2021.106589. Average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to identify the risk factors of hemodynamic instability associated with carotid artery stenting (cas). 128 patients who underwent cas were included in the study. Medtronic¿s spider fx distal embolic protection device was used for intra-procedural neuroprotection, and protégé stent was selected in all cases. 18 of the study subjects were administered intravenous atropine for bradycardia during the procedure and 15 received vasopressor infusion due to persistent hypotension post-cas. The author concludes if f a carotid stenotic lesion involves the carotid bulb, the risk of hemodynamic instability, including periprocedural bradycardia and postprocedural persistent hypotension, associated with cas may also increase. There is no device malfunction reported.